Manufacturer narrative:
Additional information: additional information received indicated that no medication outside the standard of care were prescribed and the patient outcome status reported as better vision with bcva 20/20-2. No further information provided. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a5. Ethnicity: unknown, information was requested but not provided. Section h3(no): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain missing information; however, the information was not available. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a secondary surgical intervention was required on a right eye (od) of a patient who had been implanted with a toric intraocular lens (iol) since the patient's vision declined post cataract surgery. It was noted that the problem was not related to use error. The iol was explanted in the secondary surgical procedure. A non-johnson & johnson lens of 15.5 diopter was used as a replacement. There were no additional medical or surgical interventions performed. The patient is doing fine post explant, no injury reported. No further information was provided.

Manufacturer narrative:
Additional information: section d9. Device available for evaluation? Yes. Returned to manufacturer on apr 18, 2025. Section h3. Device evaluated by manufacturer? Yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification was performed on the suspect product and found the lens was cut in half with traces of viscoelastic residue. The lens was cleaned and inspected, and no issues were identified. No further evaluation was performed. No issues that could cause or contribute to the complaint issues reported were identified during product evaluation. The ¿lens cut¿ observed during the product evaluation could not be confirmed to be related to the manufacturing or design process. Based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.